Manufacturer narrative:
Evaluation of the returned unit was performed in whitehall's r&d lab on 4/14/2014. The evaluation found that the unit had been opened by an unknown person and was modified as it was no longer assembled per manufacturing standards which may have caused the malfunction. Device was scrapped after evaluation. No additional verification of the malfunction can be performed.

Event description:
Customer called whitehall field service to report that their tt-101, thermotherapy unit was showing a temperature of 200 degrees f as well as producing smoke. The customer removed the unit from service upon finding the malfunction. Whitehall replaced the unit at no charge and brought the unit in question back for evaluation.